Event description:
My wife's continuous glucose monitoring sensor by abbott has failed again. The failure is a false low reading alarm while using the libre 3 plus sensor. More specifically, it reported a reading of 53, but the true reading by finger prick was 87 - nearly 61% of actual. While we understand these numbers measure glucose differently, this is way beyond abbott's stated specs. We have reported this previously to the FDA medwatch, and have reported these types of failures multiple times to abbott. The serial number is not part of the abbott recall. These low reading issues began when abbott switched from libre 3 to their new libre 3 plus design. As an engineer, I can't help but suspect that abbott has a design flaw, not a manufacturing defect. . Ref: mw5180124.